Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that the patient had high blood glucose level because infusion set cannula was bent. Patient's blood glucose at time issue was noticed 418 mg/dl. The patient received normal assistance by a 3rd party but was not incapacitated due to blood glucose level. The patient noticed the symptoms after three or more hours after insertion in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.